Manufacturer narrative:
The actual device was not returned, but a companion sample was provided and evaluated for the report of a leak due to cuts in the patient line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The companion sample was visually inspected and underwent functional testing which included leak testing, clear passage testing, clamp function testing along with device to device interaction (simulation of use in therapy). The reported event could not be verified because the device met product specifications during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from small cuts up and down the patient line. This occurred during fill and dwell of peritoneal dialysis therapy and the patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.